Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the pump (s/n: (B)(4)) showed no anomaly. There was corrosion on gear wheel 3.

Event description:
It was reported there was a malfunctioning pump that was explanted. The drug delivered in the pump was unknown.

Manufacturer narrative:
The pump analyzed only had slight corrosion on gear wheel 3, but the pump was functionally ok. (B)(4).